Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined as it was unknown if the reprocessing was conducted in accordance with the instructions for use. The identification of the material was nonconclusive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle was clogged with the presence of a foreign material. This is attributed to insufficient cleaning. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down (u/d) knob do not meet the standard value; abnormal sound is made due to damage on u/d knob; forceps channel is shaved; adhesive around distal end rubber coating (a-rubber) has a chip; adhesive around objective lens is peeled; connecting tube has discoloration and a wrinkle; and distal end cover, connecting tube, objective lens, scope cover case unit, scope connector, grip, scope cover, universal cord, forceps elevator lever, forceps elevator knob, u/d knob, right/left knob, control unit, switch box, switch (sw) sw1 have a scratch. The user¿s complaint of poor angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on the device reprocessing. Reprocessing of devices is performed with the oer-5 automatic endoscopy reprocessor. The device was cleaned, disinfected, and sterilized before sending in for repair. When the foreign material adhered to the device is not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. It is not known if the air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. It is not known if the air/water nozzle was not wiped/brushed with clean lint-free gauze, brush, or sponge, nor if the air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of poor angulation issue. There is no reported harm to any patient or healthcare professional. At the facility, the devices are inspected prior to use in a procedure. Upon evaluation of the returned device, it was observed that the device nozzle was clogged with the presence of a foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.